Event description:
The patient called out "my line is broke." Upon entering the room the rn found solution set tubing to have snapped down at the last hard plastic connection where tubing connects to patient. Cytosar running at time. Stopped cytosar medication. Medication running out of broviac end as well. Rn clamped blue lumen of right double lumen broviac (r dlb). Flushed line with 3 ml of normal saline (ns) and 3 ml heparin 10:1. Md aware. A few drops fell on the patient's belongings. Chemotherapy spill kit used. Patient stated "snapped when they moved stuffed animal to place under line." The patient states they did not pull on the r dlb. Stated no tension placed on line. Tubing given to products utilization manager for return to manufacturer.